Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem. H2 type of follow up. H10 corrected data. H6 codes.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.